Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated that the insulin pump was fell into water and had a cracked screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring : black customer returned insulin pump for alleged blank display, exposed to moisture, and cosmetic damage located at the insulin pumps screen found on (B)(6) 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical insulin pump error. Insulin pump downloaded to crest. However, insulin pump failed to download to thus due to blue display during download. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electrical board 1, electrical board2, force sensor, motor, and vibrate harness assembly. Unable to verify cause of critical insulin pump error due to blue display during thus download. Force sensor zero offset is not within specification 0.488v. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case (battery tube), cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked, corroded battery tube, minor scratches on lcd window, and label damage. Exposed to moisture confirmed on electrical board 1, electrical board2, force sensor, motor, and vibrate harness assembly. Critical insulin pump error (open book image) alarm confirmed, due to moisture damage. Unable to download history and trace files due to moisture damage. Unable to verify insulin pump blank display due to unable to download insulin pumps history. Cosmetic damage was confirmed at the insulin pumps screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.